Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate. As per email received on 03aug2020 from ibc representative, there were no intervention to the patient and it was unknown if any other material was used.

Event description:
It was reported that it was difficult to deflate. As per email received on (B)(6) 2020 from ibc representative, there were no intervention to the patient and it was unknown if any other material was used.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients · patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Directions for use] 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.